Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that foreign matter was discovered in 66 packages prior to use with a bd vacutainer® blood transfer device holder with female luer adapter. The following information was provided by the initial reporter, translated from (B)(6) to english: fm (dirt) was found in a package.